Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision nail procedure due to implant fracture.

Manufacturer narrative:
Reported event was confirmed by review of photos and radiographs provided. Visual examination of the provided picture identified the nail fractured between and in the third and fourth screw hole from the proximal end. Radiographs revealed intramedullary rod which appears to be bent and fractured at the level of a left femoral neck nail. Significantly obliquely oriented proximal interlocking screw. Oblique fracture involving the proximal femoral diaphysis. Normal bone mineralization. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.